Manufacturer narrative:
This report is for an unknown distractor implants: curvilinear/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the extension arm disengaged from the distractor of the cmf-distractor post-surgery. It was reported on (B)(6) 2020 that the patient underwent revision surgery to reimplant another device. The patient is reported as doing well. There is no further information available. This report is for one (1) unk - distractor implants: curvilinear. This is report 2 of 2 for (B)(4).

Event description:
Concomitant devices reported: extension arm removal instrument (part number: 03.315.004, lot: 7877123, quantity 1), removable extension arm-flex 40mm for cmf distractor (part number: 04.315.127, lot: 6923474, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.